Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that sometimes the customer had gone days without checking her blood glucose. She reported that the customer had high blood glucose. The blood glucose reading was 434 mg/dl before bed, after treating for dinner. The blood glucose remained high throughout the night and the customer was hospitalized the next day. The blood glucose reading was 406 mg/dl at the time of admission. The customer had only treated with the insulin pump. The insulin pump was removed a half an hour prior to admission. The insulin did exit with the manual prime and no leaks or air bubbles were observed. The insulin looked good and the insertion site was not sore or irritated. The time and date and settings were correct. The insulin pump passed the high pressure test. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.